Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered pericardial effusion requiring pericardiocentesis. Initially, it was reported that during the procedure, a pericardial effusion was noticed. There were no visible signs on the patient. The pericardial effusion was discovered when using intracardiac echocardiography (ice) to confirm the earliest point on the cusp while mapping in the left ventricle (lv). The pericardial effusion was confirmed by ice. The only medical intervention provided was to turn isoproterenol (iso) off and they contacted interventional cardiology. The procedure was stopped, and the patient is only being monitored for the time being. The patient will continue to be monitored to see if a pericardiocentesis will be needed. No ablation had been completed before the injury was discovered and they never exceeded 20 grams of force while mapping. The physician was unable to pinpoint why or when the pericardial effusion occurred. At the beginning of the procedure, they asked if the physician wanted a baseline taken but the physician declined. The patient was reported to be in stable condition. Additional information was received on 28-feb-2022. It was reported that the adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure/patient related. Medical intervention provided was that the patient was tapped (pericardiocentesis). Based on this information, this event is now considered MDR reportable with an awareness date of 28-feb-2022. Patient outcome of the adverse event is unknown, and it is also unknown if the patient required extended hospitalization because of the adverse event. A transseptal puncture was not performed. Ablation was not performed prior to noticing the pericardial effusion. There was no evidence of a steam pop. The event occurred during the mapping phase. An irrigated catheter was used and the flow setting were set to low stsf. The correct catheter settings were selected on the generator, and they didn¿t ablate so the pump was not expected to switch from low to high flow. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag.

Manufacturer narrative:
The device evaluation was completed on 05-apr-2022. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter (stsf) catheter. Per the event, several tests were performed. The temperature and electrical features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. In the magnetic sensor functionality, the device was connected to carto 3, and error 105 was observed due to a printed circuit board (pcb) failure. In addition, the product was irrigating correctly. No other malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number 30685194l, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Explanation of codes: investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the pcb failure. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).